Event description:
On (B)(6) 2013, the lay user/reporter contacted lifescan (B)(4) while visiting (B)(6), alleging her onetouch ping meter was displaying a battery indicator for several weeks prior to contacting lfs. The reporter stated at an unknown time in proximity to the alleged event she felt symptoms of high blood glucose: drowsy and nauseated. The patient denied receiving any treatment in response to her alleged symptoms. There was no indication that the product caused or contributed to an adverse event. The patient's reported symptoms do not meet lfs' criteria for a serious injury. The patient did not report receiving any treatment in response to her alleged symptoms. However this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Follow-up # 1 ¿ (12/23/2014). The patient¿s meter has been returned on 8/18/2014 and evaluated by lifescan product analysis on 12/10/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced; however, a secondary issue was noted when the meter¿s lcd was found to be defective. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.